Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support while awaiting a heart transplant. It was reported that on the 9th day of support there was a purge disc failure on the automated impella controller (aic) during a purge cassette exchange. As a result of the issue, the aic was replaced with a back up unit and support continued. There was no harm reported due to the aic malfunction. Additionally, on the 34th day of impella support, it was reported that the patient experienced an ischemic stroke which then converted to a hemorrhagic stroke. The patient was noted to have mild left sided weakness. Computed tomography was performed, and the stroke was noted to be stable. The physician stated that they did not believe the stroke to be impella related, however it could not be definitively ruled out as a contributing factor. It was noted that the patient was not under anticoagulated at the time of the ischemic stroke event. The following day, the impella 5.5 was replaced with a new impella 5.5. There have been no issues reported with the new pump, and the patient remains on impella 5.5 support awaiting heart transplant. This complaint involves one automated impella device and one impella 5.5 device: automated impella controller with serial number (B)(6) impella 5.5, with serial number (B)(6). This MDR specifically addresses automated impella controller with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received in regards to the impella 5.5 used with this automated impella controller on this patient. A separate report was submitted for the impella 5.5. Refer to section h.10 for the related report number.

Manufacturer narrative:
Additional information added to b.5 with patient outcome. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Information was received that the patient was successfully weaned and explanted from impella 5.5 during a successful heart transplant. The patient outcome of procedure was survived.